Event description:
During electrophysiology study external defibrillator charged up to 300j x2 and failed x2 to deliver shock. CPR and manual ventilation started. Back up external defibrillator charged to 200 j and 300 j and failed to deliver shock. Second external defibrillator charged to 360j and successfully delivered shock. Pt converted to sinus rhythm. Romazicon, 4mg IV given. Pt woke up alert oriented x3 no harm to pt.